Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller was confirming that the upper limit reached was on their programmer and wondering if it could be adjusted. The caller stated the doctor¿s nurse told the caller to increase stimulation by one point every few days until the tremors were controlled. The caller stated they increased 1 point and about 3 days later increased another point and when they went to increase again they got the ¿upper limit reached.¿ there were no falls or trauma. The caller stated they had a sudden symptom return in their arm/hand again. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that nothing was different in the patient¿s activities. Their right arm just started with tremors from the shoulder all the way down their arm. Adjusting did not help. On (B)(6) they finally saw the doctor who added a 2nd program and it was 90% better, but tremors were still present. The issue wasn¿t entirely resolved. They had their 2nd battery replacement in (B)(6) 2018 and had not tremors prior with that battery. There were no further complications reported.